Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit received with blank display. Unable to perform operating currents, self test and displacement test or verify e15 alarm due to blank display. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original mother board was removed and replace with a test mother board. No anomalies was notice after battery insert. Problem isolated to mother board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced error e 15. The customer reported no adverse event. The event involved product(s) mmt-754lwws. Troubleshooting was performed. It was found that the customer was able to clear the alarm and did not receive request to rewind. No harm requiring medical intervention was reported. The product will be returned for analysis.